Event description:
A healthcare facility in china reported that an rt308 heated oxygen therapy kit was found damaged and leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt308 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt308 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility. Results: review of the provided video confirmed that water was leaking at the tube cuff near inspiratory heater wire elbow. Conclusion: the reported fault was confirmed by reviewing the video provided. Without the return of the subject device, we are unable to confirm the cause of the reported damage. All rt308 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt308 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.